Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not stay powered on with a known working battery. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: model#: mu-631ra, serial#: ni, device manufacturer data: ni, unique identifier (UDI)#: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not stay powered on with a known working battery. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would not stay powered on with a known working battery. No patient harm was reported. Investigation summary: the reported complaint was confirmed. Evaluation shows that the root cause of the reported issue is due to physical damage. In addition, it was also found that the connector of the ECG, dpu-pcb, to the power pcb was damaged to the extent that it is not secured anymore and is moving from its place when disturbed by the slightest force. The connection between ECG, dpu, and power pcbs is compromised, thus causing the issue or problem. This kind of damage is caused by dropping the device or the introduction of some external force, and could never happen by itself, or normal use or operation. Normal use or operation. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: model #:mu-631ra, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not stay powered on with a known working battery. No patient harm was reported.